Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy pimples at upper front and back of body that bled after scratching. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. Outcome of the rash is unknown as follow up attempts were unsuccessful.